Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unselect company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of processor not getting on/no power was confirmed. Based on the results of the investigation, it is likely the malfunction occurred due to the failure of power supply unit. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center processor is not getting on; there is no power due to a defective power supply. The issue occurred during maintenance. There were no reports of patient harm.